Event description:
Rptr states the medical records co not identify the MFR of the implants. Rptr is experiencing changes in shape and size of both breasts, presence of visible lumps, changes in breast skin color, and arthritic conditions of hip joints.